Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed near the head cap of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Event description:
A nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed near the head cap of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A photo and a video was provided. The photo shows a dialyzer connected to the machine where there appears to be a thin streak of blood within the dialysate coming from a fiber near the product label. A seven second video was provided. The video shows a thin stream of blood coming from a fiber and moving toward the hansen port. During the lot history review it was noted that there were three other complaints reported against the lot. There were two complaints that address external prime leaks (no sample). These are unrelated to the current event. One complaint addresses an internal blood leak (no sample). A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed near the head cap of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.